Event description:
Procedure: inguinal hernia repair. According to the report: the protack was deploying the tacks, but was not adhering to tissue completely. The surgeon opened a new device to complete the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4).